Event description:
On (B)(6) 2025, the user¿s mother reported that the ilet generated a persistent alert 38 which returned after restart and prevented rewinding to attempt a dry run. The agent was unable to resolve the issue and a replacement ilet was issued. The user experienced a blood glucose (bg) of 401 mg/dl. The patient¿s mother, who manages therapy, dosed the patient via manual daily injections. The bg remained out of range for more than 90 minutes but was ultimately corrected. No medical intervention was required, and no symptoms were reported.